Manufacturer narrative:
The technician found a broken side rail center arm assembly. The technician replaced the side rail center arm assembly to resolve the issue.

Event description:
The technician alleged that the side rail will not stay and is not latching. No pt impact.